Manufacturer narrative:
Exact patient age was not reported, however, it was reported that the patient was not under 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015. On (B)(6) 2015, the patient underwent the second bronchial thermoplasty treatment to the lungs. The physician treated the desired area completely although incomplete activations were experienced. The procedure was completed with this device. It was reported that there were no issues with this device. According to the complainant, approximately one month following the procedure, the patient returned to the doctor where an infiltrative shadow was noted in the right lower lobe of the lung. The infiltrative shadow had eventually spread to both sides, and to both upper and lower lung fields. The patient was diagnosed with organizing pneumonia and was administered an antimicrobial drug. The antimicrobial drug treatment proved ineffective, so the patient was given steroid mini-puls therapy. Following which, a steroid was then administered (psl 30mg) to be taken for seven days, and tapered to lower doses. Following the treatment, the patient's symptoms improved, and although the "patient is getting well," the patient will remain in the hospital for another month to be monitored.